Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-07376. It was reported that rotawire came off and a burr became stuck on the wire. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was observed that the rotawire came off at first ablation. After removal of the rota burr from the patient. It was noted that the rotawire could not be removed from the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection was performed. The device does not have guidewire detached; however it has wire kinked in the middle and distal tip. The overall length, outer diameter of distal tip, outer diameter of middle of the device and outer diameter of proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-07376. It was reported that rotawire came off and a burr became stuck on the wire. The target lesion was located in the coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, it was observed that the rotawire came off at first ablation. After removal of the rota burr from the patient. It was noted that the rotawire could not be removed from the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.